Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). The full lead was returned, analyzed and the outer insulation was torn. It was noted that the defibrillation coil was distorted, there were several distorted conductors, there was blood/body fluid on the defibrillation conductor (not obstructed), there was blood/body fluid on the outer tubing overlay, the outer tubing overlay cosmetic environmental stress cracking, the outer insulation had a cosmetic depression, the helix fractured, there was blood in/on the helix/lobe mechanism (sleeve head) and there was apparent explant damage. It cannot be determined how the blood entered the svc leg. Torn outer insulation (with blood in conductor) can cause impedance change. Performance data from the device was analyzed and revealed that there was a chronic rising impedance trend.

Event description:
It was reported that the right ventricular lead had increasing and high impedance. It was also reported that when the lead was extracted, the lead was "twisted" like twiddler's syndrome and the helix had broken off during the extraction. The lead was removed and replaced. No patient complications have been reported as a result of this event.